Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked or no delivery alarm noted. No unexpected motor noise during the rewind test noted. The motor was tested outside of the device and passed. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical boards was locked properly during visual inspection. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump recognized the test battery when inserting into the battery compartment noted. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported insulin pump's buttons were less responding. Customer stated that there were crack on the center button and insulin pump was rejecting battery. Customer stated that they received random no delivery alarms. Customer stated that insulin pump was louder on rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.